Event description:
The device was used during an oesophogastrostomy procedure. Reportedly, the instrument did not cut. The surgeon manually cut with scissors to complete the procedure. The hosp has reported no pt injury occurred.